Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that an inaccurate fill estimate was received. Customer's blood glucose level was 86 mg/dl. Reportedly, customer changed the pump supplies and resumed insulin delivery to address the issues.